Event description:
It was reported the patient¿s implant was put in the front of their stomach and it moved to their right side. It was noted this happened a few months ago. It was further reported the patient was reassured that her ¿cemented¿ was working well. The hcp did not see any concern about movement of the pulse generator; the pain in the upper thoracic area is beyond the control of the spinal cord stimulator and is probably related to degenerative arthritis involving her cervical and upper thoracic spine. It was noted that patient pulse generator sometimes moves, but when it is charged it is working well. Additional information received reported the patient wished the ins and leads had been implanted higher up because they have pain in their upper back and neck. It was stated the pain started a couple of months prior to report.

Manufacturer narrative:
(B)(4).